Event description:
It was reported that while using bd epicenter¿ single user software, there was misassociation of one patient sample with another. There was no report of patient impact.

Manufacturer narrative:
This MDR was previously submitted as part of a retrospective review of records dating (B)(6) 2025, under CAPA 11910483. After additional review, it was determined that no additional mdrs were required for this instrument malfunction. This MDR should be considered cancelled.

Manufacturer narrative:
"Investigation summary customer reported 2 patient sample got mismatched, and they want to correct it. Attempted to remote in for further troubleshooting but customer epicenter (444165/(B)(4)) is not having internet access. Consulted with subject matter expert who mentioned this is a workflow issue as they will have to dissociate and reassociate the sample. Unable to reconnect with customer to resolve the issue after multiple attempts. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of december. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended." This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483

Event description:
It was reported that while using bd epicenter¿ single user software, there was misassociation of one patient sample with another. There was no report of patient impact.